Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the patient was experiencing erratic blood glucose (bg) since the previous evening. The patient's bg was reportedly as high as 577mg/dl with no signs or symptoms and as low as 48mg/dl with no reported signs or symptoms. Correction boluses and correction injections were reportedly given for elevated bgs and the low bg was treated with candy. The bg of 48mg/dl reportedly occurred after the patient had gym class. The site was reportedly changed twice and the cartridge was changed once during the reported bg excursions. The patient was reportedly taken to see her endocrinologist and was taken off the pump and was placed on an alternate form of insulin delivery. The reporter denied any site or set issues and demonstrated appropriate site rotation. Customer technical support reviewed the pump with the reporter and found all settings and histories were correct. There was no pump defect found upon troubleshooting. The reporter was advised to contact the patient¿s healthcare provider for possible settings changes. The reported low bg does not meet animas criteria for a serious injury and can be attributed to increased activity. This complaint is being reported because the patient allegedly experienced hyperglycemia of unknown cause while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/11/2013 with the following findings: due to continued use of the pump, the information from the event date was overwritten in the pump¿s history. A review of the daily insulin delivery totals showed that they added up to correctly reflect the user¿s programmed basal rates. Due to an unrelated keypad issue and moisture in the pump, the pump could not be adequately tested. (B)(4).